Event description:
A report was received that the patient developed a headache with an associated cough which was mild in severity. The patient was treated with medication and is recovering. The event was assessed to be related to the procedure and not to the device. No further information can be obtained regarding the device.